Manufacturer narrative:
The philips service engineer (fse) confirmed the reported issue of touch screen calibration fails bad touch detected. The fse replaced the touchscreen and performed the required testing, the device was returned back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/15/2019.

Event description:
The customer reported the touchscreen was not working. There was no patient involvement.